Manufacturer narrative:
The investigation determined that a higher-than-expected thyroid stimulating hormone (tsh) result was obtained from a single patient sample using vitros immunodiagnostic products tsh reagent lot: 7390 on a vitros xt 7600 integrated system. The result was higher than expected when compared to the result from a redraw sample from the same patient. A definitive assignable cause of the event was not able to be determined. The most likely cause for the higher-than-expected vitros tsh result is an unknown interferent present in the patient sample. The patient had been taking multiple supplements around the timeframe of the event. The patient was advised to suspend taking the supplements by the physician. The patient was redrawn approximately a week later and an expected result was obtained. Based on historical quality control results, an issue related to the vitros tsh reagent or the vitros xt 7600 system is not a likely contributor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot: 7390.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected thyroid stimulating hormone (tsh) result was obtained from a single patient sample using vitros immunodiagnostic products tsh reagent lot: 7390 on a vitros xt 7600 integrated system. The result was higher -than -expected when compared to the result from a redraw sample from the same patient. Patient sample vitros tsh result of 13.325 miu/l (hypothyroid) vs the expected result of 1.736 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher-than-expected vitros tsh result was reported from the laboratory. However, a physician questioned the result and no treatment was initiated, altered or stopped based on the result. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).